Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had to press buttons hard to respond, insulin pump turns on and off by itself and they had to reset time and date, cracked under clip and crack extends around side, diminished battery life, rewind more than once per prime and it had become slower. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.